Manufacturer narrative:
Other, other text: one pneupac parapac ventilator was returned for analysis. The power knob was observed to be missing and the secondary relief valve assembly was not seated upon visual inspection. It was observed that the relief alarm pressure knob was free-floating as the relief valve assembly had become unseated. Based on the evidence, the complaint was confirmed. The root cause was found due to user interface.

Event description:
Information was received indicating that a smiths medical pneupac parapac ventilator was dropped causing the knobs to not make contact. There were no reported adverse effects.